Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the top jaw broken and the I-blade broken with both pieces not returned. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the broken jaw. The damage to the jaw and the I-blade were caused by the device being closed over the firm rumi colpotomizer. The instructions for use warn: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device.

Event description:
It was reported that during an unknown procedure, while taking the lateral aspect of the vaginal vault, the doctor closed the top jaw over the firm rumi colpotomizer. The device was engaged and was forced forward. The upper jaw was forced so much that the I blade was torn in half and the top blade fully released from the device and fell into the abdomen. The top jaw was retrieved and no foreign matter was left behind. A grasper was used to pull the top jaw out of abdomen, it easily fit through the trocar. Patient not affected by issues.